Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [185913 summary.pdf]

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ion levels and metallosis. Bilateral patient, see subsequent MDR for left side revision.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated metal ion levels and metallosis. During the revision the bhr cup, hemi head and modular sleeve were removed. The femoral stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had increased serum iron levels. During the revision a small cyst, no fluid or metal stained tissue, intact components and minimal corrosion on the trunnion were noted. No information on the iron blood content was provided, which is not typically seen with metal-on-metal implants. "Iron" could also be a typo and reflecting ion levels, which usually refer to cobalt and chromium in these cases. Review of the provided implantation and revision report did not allow to determine factors that might have contributed to the reasons for the revision and or the intra-operative findings. The role of the reported corrosion cannot be further assessed and the alleged metallosis was not mentioned in the provided reports. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.